Event description:
The customer alleged 7200ae had no audible alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and found that the alarm connection was loose on the front panel pcb, he reconnected the alarm connection to the front panel. The unit passed extended self testing. No parts were replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.